Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from cts to reset the pump, and it was resolved without recurrence of the malfunction. The customer was advised to contact support if the issue happened again, and they acknowledged this instruction.